Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound on the left side of the earlyvue vs30 vitals monitor . The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The remote support engineer (rse) spoke to the customer biomed. It was stated that after swapping the speakers it was determined that the left side sound amplifier was possibly defective. Despite no sound from the left side all alarms and notifications were made through the right speaker as configured and expected. The rse advised the customer that the main board sound amplifier could be the issue and provided parts identification for a replacement pca main board assembly. Replacement parts were ordered and shipped to the customer site.